Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No product was returned for evaluation. The hospital scrapped the patella component. Review of the device history records did not find any deviations or anomalies. A review of the primary surgical notes finds there were no deviations noted from the surgical technique and the surgeon had no complications. X-rays were provided, and no gross issues could be noted. Complaint history records were reviewed and found no other complaints for the reported product/lot combination. Compatibility of the components was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided.